Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with loc and loss of sensing on the rv lead. Chest x-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient was stable post-procedure and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.